Event description:
Consumer went to the consumer's doctor for treatment of a compression burn and inflammation on the consumer's wrist. Physician prescribed ointment and antibiotic. He indicated that inflammation would eventually go down. However some scarring would probably remain.